Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the device not detected on bus and full height drawer 4 magnet fell out and broken screw. A field service engineer replaced the failure component to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 7 failed. Customer stated device not detected on bus when trying issue medication to patient it causing malfunction and the user obtained the required medication from another station. There were no adverse events or injuries reported based on this event.